Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to stress urinary incontinence with history of periurethral divertuclar abscess in the past.

Manufacturer narrative:
(B)(4): it was reported that following insertion patient experienced pain, infection, recurrence, dyspareunia, vaginal scarring and urinary problems. It was reported that the patient underwent mesh revision on (B)(6) 2009 due to bladder outlet obstruction and vaginal prolapse.(B)(4).